Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has some electrode which indicate high impedance. There has been no impairment to hearing performance so the clinic will closely monitor the patient for future changes. We received additional in situ measurements which are indicative for a device malfunction. All channels show high impedance and the ground path impedance is indeterminable.